Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute guidewire. The physician elected to convert the procedure to carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute guidewire. The physician elected to convert the procedure to carotid endarterectomy (cea).